Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) and life threatening diabetic ketoacidosis (dka). Customer and healthcare provider alleged the pump was defective. Customer declined to provide further information regarding the event. Customer reverted to using manual injections for insulin therapy.